Event description:
Complaint number: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag requested the sample for investigation in laboratory. However, the customer indicated that the sample was already scrapped. Therefore, the investigation has been performed based on the similar complaint. Similar products, showing a similar malfunction, have been tested with complaint: (B)(4). Result of #: (B)(4) is as follows; ''biological residuals were observed on the sample and therefore the device was submitted to a cleaning process using sodium hypochlorite as per local procedure lv 205. After the cleaning process, visual inspection was performed. No clot or any other abnormality was found. The reported failure was identified as part of the current risk management file (dms#: 1448129 v18) and the most possible root cause is associated to lack of information on pressure on blood side. Mitigations for this specific failure are in place in instruction for use. Mitigations: if the gas pressure or ambient pressure is higher than in the extracorporeal circulation, gas may enter the blood. This can lead to an air embolism in the patient. During perfusion and recirculation, always maintain positive pressure on the blood side. Negative pressure on the blood side can result in gas penetrating the membrane. This can lead to air embolisms in the patient. When releasing a clamp on the arterial side, make sure that a surge does not arise. Do not apply a clamp on the arterial outlet side while the heart-lung machine is running. Moreover, the available information has been shared internally with getinge "therapy" application manager. It was stated that: "the conveyed protocol data do not reveal any failure in terms of utilization of the device. All data looking reasonable. The investigation report concludes that no gas exchange performance test has been conducted. Therefore the claim by the clinic that the device has caused massive oxygenating problems cannot be nullified." Based on this failure could be confirmed. The most probable cause of the failure could not be identified.'' Sap and ot trend searches were performed on 2019-10-03. Sap trend search: (component: oxygenator, failure codes 0306 oxygenation & 0301 gas exchange & 1010 pressure rise) 14 additional complaints were recorded which appears reported issues are the same since the last 12 months. However, 13 complaints are not confirmed. Ot trend search: (component: oxygenator, failure oxygenation, pressure rise issues) no additional complaints were recorded which appears reported issues are the same since the last 12 months. Recent sales figures from 06/2018 until 05/2019: (B)(4) pieces. (B)(4). Due to this information no systemic issue could be determined. The reported failure did not contribute to a death or serious injury. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Description according to customer mail: "in an (B)(6) infant during extracorporeal circulation during bex-nikaidoh surgery, blood oxygenation was not effective during the procedure. The oxygenator was used at a flow rate of 1170 ml.min-1 (theoretical maximum limit = 1500 ml.min-1). To try to fix it: increase of the maximum fio2 (100%) but oxygenation which remains unsatisfactory (pao2 = 9.8 kpa at best). Change of the gas mixer, gas intake in the room, use of a bottle of oxygen, removal of the filter on the gas line, all without success. Clinical consequences observed: addition of another oxygenator to oxygenate the blood without the venous reservoir and avoid serious consequences or lethal to the patient. Part of the surgical procedure was performed while the infant was hypoxemic. Precautionary measures and actions undertaken: the device has been preserved for expertise." Complaint number: (B)(4).